Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a locking titanium adapter disconnected from a minicap extended life pd transfer set. This event occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: during customer follow up, it was clarified that the titanium adapter remained in use. Therefore, based on the additional information received, the titanium adapter was determined not to be a suspect product in the reported event. Should additional relevant information become available, a supplemental report will be submitted.